Event description:
It was reported that the ventricular lead exhibited 1500 to 1900 ohms impedance in both configurations. The patient was pacemaker dependent with complete heart block and pacing in vvi mode. High thresholds were observed in the past four years and adequate capture and sensing were present. The patient had an underlying rhythm in the 30's. The lead issue would be addressed only if pacing is affected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - company representative.